Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2010, inratio: 1.6, lab: 2.98. "Caller alleged imprecision with inratio meter. Results as follows:" (B)(6) 500pm 2.5 inr, (B)(6) 845pm 1.7 inr, (B)(6) 1015pm 2.0 inr, (B)(6) 1030am 2.1 inr, (B)(6) 530pm 1.7 inr, (B)(6) 800pm 1.5 inr, (B)(6) 330pm 1.6 inr meter result after lab draw, (B)(6) 515pm 1.7 inr, (B)(6) 800pm 1.9 inr. Patient reports no changes to: medication regimen - over the counter or prescription. No changes to diet. No known medical conditions that could influence result. No bleeding symptoms. Coumadin dosage not adjusted.

Manufacturer narrative:
Investigation pending.